Event description:
On (B)(6) 2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that the filter was tilted 8 degrees of lateral and perforation. The inferior vena cava (ivc) filter struts showed extension of the distal aspect of the legs beyond the inferior vena cava ivc lumen. No further patient complications were reported.

Event description:
On (B)(6) 2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6)2019, a computed tomography (CT) scan revealed that the filter was tilted 8 degrees of lateral and perforation. The inferior vena cava (ivc) filter struts showed extension of the distal aspect of the legs beyond the inferior vena cava ivc lumen. No further patient complications were reported.